Event description:
According to the customer, "the item is not working, her partner said she was experiencing an asthma attack and both of her nebulizers were not working. There was no mist coming out of either machine".

Manufacturer narrative:
According to the customer contact, the user "was experiencing an asthma attack and both of her nebulizers were not working. There was no mist coming out of either machine." No additional information is available. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.